Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the suture (suture came out with the device upon removal) could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to a percutaneous transluminal aortic valvuloplasty (ptav) procedure. Reportedly, the proglide deployed successfully; however, when harvesting the sutures, the suture (including the knot) did not stay in place and the physician was able to pull it out of the patient anatomy easily without any force. Two additional proglide devices were used for successful suture placement using the pre-close technique. The ptav procedure was completed and hemostasis was achieved with the sutures of the additional proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.